Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of rash ('rash in the skin') in a 36-year-old female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and hernia. No gynecological problems, no basic diseases. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced rash (seriousness criteria medically significant and intervention required), pruritus ("itching") and skin fissures ("breaks in the skin"). The patient was treated with surgery (removal of fallopian tubes by laparoscopy, cornu resection right side). Essure was removed on (B)(6) 2019. At the time of the report, the rash, pruritus and skin fissures outcome was unknown. The reporter provided no causality assessment for pruritus, rash and skin fissures with essure. The reporter commented: removal performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc . We received a lot number and the sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of rash ('rash in the skin') in a 36-year-old female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and hernia. No gynecological problems, no basic diseases. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced rash (seriousness criteria medically significant and intervention required), pruritus ("itching") and skin fissures ("breaks in the skin"). The patient was treated with surgery (removal of fallopian tubes by laparoscopy, cornu resection right side). Essure was removed on (B)(6) 2019. At the time of the report, the rash, pruritus and skin fissures outcome was unknown. The reporter provided no causality assessment for pruritus, rash and skin fissures with essure. The reporter commented: removal performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of rash ('rash / breaks in the skin') in a (B)(6) female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and hernia. No gynecological problems, no basic diseases. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced rash (seriousness criteria medically significant and intervention required), pruritus ("itching") and skin fissures ("rash / breaks in the skin"). The patient was treated with surgery (removal of fallopian tubes by laparoscopy + cornu resection right side). Essure was removed on (B)(6) 2019. At the time of the report, the rash, pruritus and skin fissures outcome was unknown. The reporter provided no causality assessment for pruritus, rash and skin fissures with essure. The reporter commented: removal performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.